Event description:
It was reported that during right middle cerebral artery (mca) m2 severe stenosis procedure, the operator used a guidewire to bring the subject balloon guide catheter to the stenosis. Next, the operator used a pressure pump to dilate the subject balloon, however, no pressure data was displayed. Upon the subject balloon withdrawal, it was discovered that it was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the device was returned with a mandrel inserted through the distal end of the balloon catheter. There was no damage noted to the balloon catheter shaft inside the inflation lumen. The balloon catheter shaft was found to be kinked/bent approximately 33 cm from the strain relief. The balloon catheter was seen to be damaged at the distal end. The balloon was seen to be damaged (bunched up). During functional inspection the balloon could not be inflated during test due to leak. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The balloon could not be inflated during test due to leak and the reported event was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'right middle carotid artery (mca) m2 severely stenosis case. Proximal:2.4mm. Distal:1.8mm. Length of stenosis:6mm. The operator used a guidewire 0.014 to work with the subject balloon 1.5*9 to super select to stenosis and then used pressure pump to dilate the balloon and no pressure data was displayed. Withdrew the balloon out to check and found the balloon leaked. The operator replaced it with another balloon 1.5*9 in same catalog and same lot to deliver and dilate but this one was also found leaked. Finally, the operator replaced it with a new 2.0*9 balloon to finish the procedure'. The device was returned for analyses, and it was noted that the device was returned with a mandrel inserted through the distal end of the balloon catheter. There was no damage noted to the balloon catheter shaft inside the inflation lumen. However, the balloon catheter shaft was found to be kinked and bent approximately 33 cm from the strain relief. Additionally, the catheter was visibly damaged at the distal end, and the balloon itself was bunched up and damaged. It is not clear from the event description and additional information how the damage to the balloon catheter occurred. Therefore, an assignable cause of procedural factors has been assigned to the reported event: ¿balloon leaked during use' and to the analyzed events: ¿balloon catheter kinked/bent¿, ¿balloon catheter damaged¿, ¿balloon damage¿, ¿balloon leaked during use¿ and ¿balloon failed to inflate¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right middle cerebral artery (mca) m2 severe stenosis procedure, the operator used a guidewire to bring the subject balloon guide catheter to the stenosis. Next, the operator used a pressure pump to dilate the subject balloon, however, no pressure data was displayed. Upon the subject balloon withdrawal, it was discovered that it was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.